Manufacturer narrative:
As reported, during the use of an optifix at fixation device, after 10 tacks were fired, the next tack fired backwards, head first, the device was removed from the patient and fired until the tacks deployed correctly. The subject device was returned for evaluation. There were no manufacturing anomalies noted during the sample evaluation. The device was returned with all thirty (30) fasteners deployed, as such evaluation of the returned sample is inconclusive. The reported condition of a backwards fastener would be detected along multiple steps in the manufacturing process and would likely result in a reject. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Based on the sample evaluation and investigation activities performed, no conclusion can be made. The precautions section of the instructions-for-use supplied with the device states " if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
As reported, on (B)(6) 2020, during a laparoscopic ventral hernia repair procedure, while a ventralight st with echo ps was being fixated, a tack of an optifix at deployed backwards from the cannula. The issue occurred after firing 10 tacks. The tacker was removed out of the patient and fired into a blue towel until it fired in the correct way. The procedure was then continued, the remaining tacks fired properly and was used to complete the procedure. It was also reported that this was not a technical issue. There was no reported patient injury.